Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty breathing, headache and the patient alleges that the device has a bad odor and is too hot to touch. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The device was found to no errors logged. The device was visually inspected and found no evidence of foam degradation. The device passed all testing. The manufacturer concludes the device operated to design specifications and there was no evidence of foam degradation.